Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered with a one-link set. The reporter stated that when the staff drew blood from the IV site and attempted to place the clave on the end after the blood draw, blood started to leak from the IV site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.